Manufacturer narrative:
Section b5 updated to clarify the initial results were generated with lot 58475fn00 and repeat results were generated with lot 67106fz00.

Event description:
The customer reported false nonreactive alinity I cmv igg results for multiple samples. The following data was provided (package insert interpretation of results: >6.0 au/ml is reactive): sid (B)(6): initial result = 2.6 au/ml (nonreactive), repeat = 182 au/ml (reactive). Sid (B)(6): initial result = 1.6 au/ml (nonreactive), repeat = 129 au/ml (reactive). No impact to patient management was reported. Update 26may2025 the customer reported false nonreactive alinity I cmv igg results for multiple samples. The following data was provided (package insert interpretation of results: >6.0 au/ml is reactive): sid (B)(6): initial result on (B)(6) 2025 = 2.6 au/ml (nonreactive), repeat on (B)(6) 2025= 182 au/ml (reactive). Sid (B)(6): initial result on (B)(6) 2025 = 1.6 au/ml (nonreactive), repeat on (B)(6) 2025 = 129 au/ml (reactive). No impact to patient management was reported. Update 03jun2025: the customer reported false nonreactive alinity I cmv igg results for multiple samples. The following data was provided (package insert interpretation of results: >6.0 au/ml is reactive): sid (B)(6): initial result on (B)(6) 2025 with lot 58475fn00 = 2.6 au/ml (nonreactive), repeat on (B)(6) 2025 with lot 67106fz00 = 182 au/ml (reactive). Sid (B)(6): initial result on (B)(6) 2025 with lot 58475fn00 = 1.6 au/ml (nonreactive), repeat on (B)(6) 2025 with lot 67106fz00 = 129 au/ml (reactive). No impact to patient management was reported.

Event description:
The customer reported false nonreactive alinity I cmv igg results for multiple samples. The following data was provided (package insert interpretation of results: >6.0 au/ml is reactive): sid (B)(6): initial result = 2.6 au/ml (nonreactive), repeat = 182 au/ml (reactive). Sid (B)(6): initial result = 1.6 au/ml (nonreactive), repeat = 129 au/ml (reactive). No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further review: section b3 date of event has been updated from 02/14/2025 to 01/30/2025. Section b5 describe event or problem has been updated with the dates of testing. Section d4 expiration date has been updated from 07/30/2025 to 12/23/2024. Section d4 primary UDI number has been updated from (B)(4). Section h4 device mfg date has been updated from 08/21/2024 to 01/22/2024. A review of customer data aligned with the customer¿s issue and no additional issues were identified. Review of tracking and trending for the alinity I cmv igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 58475fn00. Device history review did not identify any nonconformances or deviations associated with lot 58475fn00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. In this case, reagent lot 58475fn00 was expired when testing occurred. The lot expired on 23dec2024, and the discrepant results were generated on 30jan2025. Per the package insert, unopened and opened reagents can be stored at 2 to 8°c until expiration date. Based on the investigation the alinity I cmv igg reagent lot 58475fn00 is performing as intended, no systemic issue or deficiency of the alinity I cmv igg reagent was identified.

Event description:
The customer reported false nonreactive alinity I cmv igg results for multiple samples. The following data was provided (package insert interpretation of results: >6.0 au/ml is reactive): sid (B)(6): initial result on (B)(6) 2025 = 2.6 au/ml (nonreactive), repeat on (B)(6) 2025= 182 au/ml (reactive). Sid (B)(6): initial result on (B)(6) 2025 = 1.6 au/ml (nonreactive), repeat on (B)(6) 2025 = 129 au/ml (reactive). No impact to patient management was reported.